Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and identified that the suit pc was failing to complete the boot sequence, and it was stalling at final stage of blue progress bar. The review of system log file confirms a malfunction indirectly as there was missing timeframes. The fse reloaded suite pc software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.